Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced intermittent diabetic ketoacidosis (dka) events. Blood glucose level was not provided. The customer alleged that the pump stopped delivering insulin; however, the customer declined to troubleshoot and the alleged root cause could not be confirmed. Additionally, it was reported that although the customer manually resumed insulin deliveries, the pump stopped delivering insulin. No additional information was provided.